Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. The main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot (B)(4), ubd: 24-feb-2014, (B)(4); product ID: 8709, serial/lot (B)(4), ubd: 25-jul-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine (10 mg/ml at 0.061 mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had been alarming off and on since (B)(6) 2018. The patient also complained of a decreased therapeutic effect. The pump logs showed four separate motor stalls between (B)(6) 2018 and (B)(6) 2018, with recovery. The managing healthcare provider (hcp) set the pump to minimum rate. The elective replacement indicator (eri) was eight months. The hcp replaced the patient's pump. The hcp was unable to aspirate from the existing catheter. Upon exploration, the hcp found that the old catheter was no longer intact and replaced the entire catheter as well. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. It was unable to be determined if the affected devices would be returned to the manufacturer. No further complications were reported.